Event description:
Boston scientific provided the following information: this lead was attempted to be repositioned due to low sensing. During reposition surgery, the stylet would not come out of the lead so the doctor decided to explant the lead. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.